Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the tubing had popped off the y-fitting above the retic clearing pump, causing approximately 20 milliliters of clearing solution to leak on the coulter lh780 hematology analyzer. The call center personnel (ccp) reported that the instrument generated "retic ls offset voltage too high" error messages and a retic clearing solution leak attributed to the tubing popping off at the y-fitting above the retic clearing pump. The ccp instructed customer on replacing the tubing. This did not resolve the issue as the tubing popped off once again on (B)(6) 2012. The field service engineer (fse) inspected the instrument on (B)(4) 2012, and found a leaking yellow stripe tube from the clear pump. The fse replaced the tubing, bleached and cleaned the shear valve and verified instrument operation. The root cause of the leak is attributed to the yellow stripe tubing from clear pump. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.